Event description:
Components were explanted due to infection.

Manufacturer narrative:
The following other hip devices were also listed in this report: product description: gmrs prox fem standard right; catalog # 64951201; lot # syxex. Product description: 28mm -4 v40 taper vit head; catalog # 6260-5-028; lot # 40424302. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding infection involving a trident constrained liner was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. A review of the device history records indicates the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the manufacturing lot or for the sterility lot referenced. The source of the infection could not be determined as further information is needed. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Event description:
Components were explanted due to infection.